Event description:
It was reported that during a post implant operation follow up on (B)(6) 2019 the right atrial lead showed increased threshold measurements. An x-ray was performed which ruled out lead dislodgment. A lead replacement procedure was performed at the physician's discretion. No adverse health outcomes were reported. This lead is expected for return and analysis.

Manufacturer narrative:
This complete lead was returned to boston scientific's post market quality assurance laboratory with the setscrew mark in the correct location. Visual inspection found no anomalies at the tip. The lead passed a hipot test which indicates no electrical shortage between conductors. Laboratory analysis was unable to conclusively determine the root cause of the increase of threshold measurements given the lead resistances measured normal.

Event description:
It was reported that during a post implant operation follow up on (B)(6) 2019 the right atrial lead showed increased threshold measurements. An x-ray was performed which ruled out lead dislodgment. A lead replacement procedure was performed at the physician's discretion. No adverse health outcomes were reported. This lead was received for analysis. The investigative results are as enclosed.